Manufacturer narrative:
The electrode belt has been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 11/17/2017, belt 05/21/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that ems was called and performed resuscitation efforts. Review of the patient's download data indicates the patient received one appropriate shock and one inappropriate shock in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The device was started up at 05:53:47 on (B)(6) 2021. The patient was in an idioventricular rhythm at 80 bpm with motion artifact at 06:23:11. The patient received the appropriate shock at 06:23:52. The patient's rhythm at the time of the shock was vf with motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 20 bpm, degrading to asystole with motion artifact. The patient's rhythm transitioned to an idioventricular rhythm at 50 bpm with motion artifact at 06:24:38 before degrading back to asystole. The patient was in an idioventricular rhythm from 10 to 90 bpm at 06:25:52. The patient's rhythm then degraded to vf with varying amplitudes and low amplitude cardiac signal at approximately 06:25:52. The frequency of the vf arrhythmia was less than the physician-prescribed vf rate threshold of 200 bpm (3.33 hz), preventing the lifevest from detecting the vf arrhythmia. The patient's rhythm then transitioned to an idioventricular rhythm from 60 to 80 bpm with pauses at 06:32:30. The patient's rhythm degraded to vt at 120 bpm at approximately 06:32:47. The rate of the vt arrhythmia was less than the physician-prescribed vt rate threshold of 150 bpm, preventing the lifevest from detecting the vt arrhythmia. The patient's rhythm slowed to an idioventricular rhythm at 90 bpm with CPR/motion artifact and electrode lead fall off at 06:44:02. The patient's rhythm then degraded to asystole with CPR/motion artifact. The patient received the inappropriate shock at 06:46:29. The patient's rhythm at the time of the shock and post-shock rhythm were asystole with CPR/motion artifact. The patient's rhythm transitioned to an idioventricular rhythm from 60 to 80 bpm with CPR/motion artifact and electrode lead fall off from approximately 06:56:52 until the device shutdown at 07:35:26.